Event description:
It was reported that customer experienced scratched pump screen. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any further actions taken or resolution of the event.